Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that there was no blood spill within a cardiopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting that there was a blood spill within a cardiopat machine. No injury or reaction was reported. Eval of the returned device confirmed that a blood spill occurred. The issue caused damage to the power supply and various other components. These components were replaced and the machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).